Manufacturer narrative:
Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. A review of lot b708 was performed and there were no non-conformances associated with this lot. The lot met release requirements. At the time of this investigation, no trends were observed for this event type. However, harmac CAPA (B)(4) were initiated to investigated empty a/c alarm and centrifuge bowl leak/break respectively. Photos were submitted and are currently being evaluated. Final investigation findings will be submitted, (B)(4) .

Event description:
Customer called and reported during treatment at start of 6th cycle occurred ac empty alarm twice. However, ac bag was not empty. After customer reset the second alarm and restarted the treatment leak centrifuge alarm occurred. Customer could not reset the leak centrifuge alarm. Customer examined the centrifuge chamber and found nothing wet. Customer decided to abort the treatment and wanted to give back the volume by manual return. Clinical service specialist (css) advised the customer to examine the kit once more and customer found a leak on top of the centrifuge bowl at the rotation seal. Css advised the customer not to re-infuse the volume for risk of contamination. Pt condition was stable. Customer sent photos for evaluation.